Event description:
A customer reported experiencing a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, such as inspecting the cartridge and pump for issues and confirming correct procedures for loading insulin. Despite initial difficulties, the customer was eventually able to successfully load the cartridge and resume insulin delivery, resolving the issue without further incident.